Event description:
It was reported that the patient required medical intervention due to diabetic ketoacidosis (dka). The patient's blood glucose levels reached 565 mg/dl while wearing the pod between 25 and 36 hours. The patient fainted while at work and was transported to his doctor's office. The pod was removed by the diabetologist. The patient was given an insulin infusion for treatment and was released from praxis dr. Engelmann after 7 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.